Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely tortuous, moderately calcified lesion with 90% stenosis in the proximal lad. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop. No difficulties were noted when removing the protective sheath. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. A 0.014 wire was used. The device passed through a previously deployed stent. The inflation device remained on neutral pressure during delivery of the device. Resistance was encountered when advancing the device. It is reported that the device could not pass through the lesion and when the physician pulled the un-deployed stent back in the unknown brand guide catheter, it caught on the guide catheter tip and dislodged. The stent ended up distal in the periphery. No intervention was carried out. The stent was not crushed or snared. The stent remains in the patient. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.